Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up, and upon interrogation, the device was found to have reached eri. It also showed that eos had been reached that same day. The device was explanted and replaced.